Manufacturer narrative:
Qc was performing within the customer's established limits on the date of the event. The patient sample was collected in a 13x75mm bd plasma tube and centrifuged for 5 minutes at 3000rpm. During troubleshooting with a bec systems support specialist, it was discovered that the patient sample was not allowed enough time to clot (per the tube manufacturer's specifications). The customer understood and confirmed that the inadequate clotting time for this patient sample was the cause of the erroneously elevated result. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated troponin (accutni) result generated by the access 2 immunoassay system for one patient sample. Repeat testing of the patient sample the following day and testing of a second patient sample produced lower results within the normal reference range of the assay. The patient was admitted to the hospital based on the initial elevated result. No reports of death or serious injury have been reported in connection with this event.